Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1401503) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported: balloon loss of pressure occurred during close with 6f pinnacle sheath, balloon ruptured on minimal calcium. Manual compression was applied for 20 minutes. The pt was not hospitalized. Stick location: common femoral artery. Vessel size: 6mm.